Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was revised. A revision at the xiphoidal incision was performed due to an infection. No additional adverse patient effects were reported. The electrode remains implanted and in service.